Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sling was implanted during a sacrocolpopexy procedure performed in (B)(6). According to the complainant, since the procedure, the patient had not felt well. She had an allergic reaction and experienced rash, hives, weakness, and shortness of breath. Her laboratory cell counts were abnormal. The patient also experienced abdominal pain. She would like to have an allergy test against the mesh and would like to have the mesh removed if she was indeed allergic. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.